Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events h3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and resumed insulin therapy. Reportedly the customer is using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.